Event description:
The customer reported the system displayed a communication failure error message and would not boot up. Per the malfunction list doc number li15008-2 rev 2, this is a reportable event. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the 5 volt power supply. The system operates as intended.